Event description:
It was reported that the cco value was incorrect, erratic, drifts. No patient injury reported.

Manufacturer narrative:
The original complaint reported ¿cco value incorrect¿ was not verified. However, when the monitor power was turned on, a run time error was discovered. This run time error is considered an alarm which would prevent the customer from using the product and requires the user to power off the system. The main board was replaced to repair the monitor. The service history record was reviewed and all manufacturing requirements were met.